Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens could not locate the corresponding sample identification numbers mentioned in the complaint. The quality controls (qc) data indicates that the precision is consistent with qc peer data and does not suggest an instrument problem. Contributing factors such as sample predilution, quality and stability potentially contributed to the event. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium patient result.